Event description:
The pump was returned for pneumatic valve leak failure (valve 3). Unit started up with no errors. Performed mock infusion with no errors. Performed recharge/hardware test and unit passed (valve 3, ok). Performed dsps calibration/verification tests and unit passed. Performed common volume calibration test and unit failed. Removed and replaced fva encoder pcba due to u1 not functioning properly. Performed common volume calibration test and unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "keeps saying back prime original ticket placed 10/5 still not working" on the note biomed work order." Patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.